Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding malposition & rom involving an unknown implant knee was reported. The event was confirmed via clinician review of medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had a partial knee replacement since I was able to review x-rays with the implant in place. I cannot confirm that a revision took place since I have no documentation to that effect. Root cause analysis: the root cause of this event cannot be determined with certainty. It appears that despite physical therapy the patient never achieved a satisfactory range of motion and according to the xrays that I reviewed it appears that the tibial component of the partial knee replacement shifted in position. The causes of this event are multifactorial including surgical technique in the way the implant is positioned and initially secured, and patient factors including lifestyle, activity level and bmi. I would not assign any causality to the implant itself.' -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: it was reported that 'my wife had a partial knee replacement using mako robot and was rehabilitating for the last 7 months but her range of motion never improved to the desired state of 120 degrees and she was also in a lot of pain and mentioned to the doctor in every appointment. On aug 26, 2025 doctor informed that my wife would need a revision total knee replacement as the partial knee replacement was not successful.' A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had a partial knee replacement since I was able to review x-rays with the implant in place. I cannot confirm that a revision took place since I have no documentation to that effect. Root cause analysis: the root cause of this event cannot be determined with certainty. It appears that despite physical therapy the patient never achieved a satisfactory range of motion and according to the xrays that I reviewed it appears that the tibial component of the partial knee replacement shifted in position. The causes of this event are multifactorial including surgical technique in the way the implant is positioned and initially secured, and patient factors including lifestyle, activity level and bmi. I would not assign any causality to the implant itself.'the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
My wife had a partial knee replacement using mako robot and was rehabilitating for the last 7 months but her range of motion never improved to the desired state of 120 degrees and she was also in a lot of pain and mentioned to the doctor in every appointment. On (B)(6) 2025 doctor informed that my wife would need a revision total knee replacement as the partial knee replacement was not successful.